Event description:
Reporting status: malfunction. Reporting rationale: loose stent had caused or contributed to pt injury previously. Device issue: loose stent. It was reported that the target lesion was in the proximal lad with no tortuosity, no calcification and 99% stenosis. After predilation, the vision stent was delivered toward the lesion. No resistance was noted when delivering the vision toward the lesion; however, over the angiogram, the stent implant seemed to have moved and was not aligned between the markers. The stent delivery system (sds) was carefully removed and was changed to another company's sds. It was also noted that the stent implant was at an appropriate place when it had been delivered into the pt's body at the beginning. The indeflator was not connected at the preparation, when the protective sheath was removed. No additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4): results - product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the balloon, hub, hypotube, outer member and in the guide wire lumen. There was contrast on the entire length of the sds. The stent implant was loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The proximal outer diameter measurements met manufacturing criteria. The middle and distal outer diameter measurements were oversized. These did not meet manufacturing criteria. Product performance engineering reviewed the incident info and the analysis of the returned product. The sds was returned with blood visible in the guide wire lumen and on the hub, the hypotube, the inflation lumen and on the balloon, which is consistent with it being loaded onto a guide wire and into the pt. Although no contrast was visible the inflation lumen, there was contrast on the entire length of the sds, which is consistent with handling of the product during the procedure. This also suggests that the sds may have been prepared for use, though this could not be verified. The presence of crimp marks on the tightly folded balloon and between the markers suggests that the stent had been positioned correctly and securely at the time of manufacture. Measurements of the outer diameter of the stent found that the proximal dimension met manufacturing criteria, though the middle and distal measurements were slightly oversized and above the accepted manufacturing specifications; however, since the outer diameter of the stent is a 100% verified during the manufacturing process, this most likely occurred as a result of the stent movement, as it is expected that the stent would expand during travel over the balloon. The protective sheath was not returned in this case, which may have aided the evaluation. Stent movement/ a loose stent may be influenced by numerous factors including, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation or from an interaction with the pt anatomy or accessory devices. In this case, the lesion was 99% stenosed, which may have contributed to the difficulties experienced. Since the stent was not reported to be loose prior to the procedure, it is possible for the stent to become loose as a result of handling during product preparation, which could have facilitated stent movement during advancement through the tightly stenosed lesion. In this instance, a definitive cause for the reported stent dislodgement cannot be determined, although there does not appear to be any indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. This MDR is considered closed by the product performance group.